Event description:
The pt underwent a procedure to receive a scs trial system. It was reported that the physician made six attempts with a needle to place the trial lead; however, there was no room for lead placement due to the pt's anatomy. It was reported that the pt had scar tissue and a fusion from l4 to t12. The physician decided to abort the case. No further issues were reported.

Manufacturer narrative:
Manufacturer's eval: the returned product was not analyzed as the alleged complaint could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.